Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of small saccular anterior communicating artery aneurysm, this coil would not detach with an instant detacher. It was reported that the physician tried three times to detach coil with instant detacher but did not detach. The physician did not attempt to detach coil using the manual method (breaking hypotube method; an alternative method presented in the instruction for use). Two coils were placed successfully before this malfunction and dome was secured and packed nicely. The physician decided to retrieve the coil and used another size coil instead and this last coil was detached successfully with the same instant detacher. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. The axium coil returned for evaluation damaged, knotted and stretched but still attached to the pushwire. The instant detacher was not returned as it was discarded. The tack weld replacement crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. Additionally, the pushwire was found bent at the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. During evaluation, the implant coil was successfully detached with an in-house instant detacher on the second attempt. Without returned the instant detacher, any contributing factors from the instant detacher could not be assessed. We are unable to definitively determine the cause of non-detachment; however, intact tack weld replacement crimps may have led to the failure of the implant coil to detach from the pushwire. All parts of the pushwire which could affect detachment were found to be within specifications. All devices are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.